Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment was returned, analyzed, and the proximal conductor was flexed and fractured. It was noted that the right ventricular defibrillation conductor was kinked/buckled and pulled/stretched/overstressed; there was blood on the distal electrode, the overlay tubing had cosmetic environmental stress cracking, the overlay tubing was kinked/buckled, and there was blood ingression in the overlay tubing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complicati ons have been reported as a result of this event.